Event description:
Customer reported an incident involving partial delamination of descemet¿s membrane from the cornea at his corneal incision created with the catalys system. The entire membrane remained intact, and the physician attempted to laminate it back to the cornea with an air bubble before closing the incision. The impact on the patient is currently unknown.

Manufacturer narrative:
Section a2, a4 and a5: information was requested but it was not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: clinical application specialist (cas) discussed the incident, reviewed his settings, and identified that his energy and spacing were higher and closer than the default settings, potentially causing excessive gas that separated the layers. Physician reverted his settings to the defaults as an immediate action while the issue is being investigated. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this system was performed. The search revealed one additional complaint folder was received for this system. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.